Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8709, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient receiving intrathecal morphine 10 mg/ml at 0.5 mg/day via an implantable pump for spinal pain. It was reported that the patient experienced a loss of therapy. A dye study was performed, and the pump connector was found to be disconnected from the pump. There were no reported environmental/external/patient factors that may have led or contributed to the issue. Surgical intervention occurred, and an 8578 sutureless pump connector was implanted to connect the pump to the existing 8709 catheter. The issue was resolved. The patient¿s status was alive ¿ no injury. The patient¿s weight and medical history were unavailable. There were no further complications reported or anticipated.